Manufacturer narrative:
Specific information regarding the patient's age, gender, and weight was not provided by the doctor. Although the doctor identified sixteen (16) different damon clear catalog numbers associated with the broken bracket doors, he could not verify which catalog number was used on any of the patients, and no lot numbers were provided for any of the alleged product; therefore, no catalog numbers or lot numbers were identified in this report. The catalog numbers involved in the alleged incidents include: 497-6463, 497-6462, 497-6473, 497-6472, 497-6461, 497-6460, 497-6471, 497-6470, 497-6481, 497-6491, 497-7491, 497-6421, 497-6420, 497-7481, 497-7780, and 497-6480. The doctor reported that he removed the patient's brackets and replaced them with a different product. To date, the patient is doing fine. A visual evaluation was performed on the returned devices, yielding inconclusive results; therefore, the root cause of this incident cannot be identified.

Event description:
A doctor's office alleged that alleged that damon clear bracket doors had broken and had caused unanticipated tooth movements during orthodontic treatments on four (4) patients. This is the third of five (5) reports.